Manufacturer narrative:
H10: three devices were received for evaluation. Visual inspection of sample one and three did not reveal any cracks. The reported condition was not verified in two samples. Sample two a crack was observed at the cavity. The reported condition was verified. The cause of the condition could not be determined; however, the baxter male luer design is in compliance with iso standard and dimensions are tested accordingly, it is unknown if the b-braun product is compatible with the baxter set, therefore, the cause is most likely related to the design. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off and disconnected from an unspecified extension set which resulted in a blood leak. This issue was further described as, ¿the IV tubing broke off in an extension set. 3% saline was being infused via a peripheral line and when the nurse attempted to disconnect, the tubing broke off into the extension set. Blood "oozed" out of the IV site¿. This issue occurred while attempting to disconnect the set from the extension set during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.